Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Product worked as intended. Most likely underlying root cause of malfunction: user has high glucose value. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved. The customer is no longer experiencing diabetic symptoms. The customer did however have any medical intervention since the last call. On (B)(6) 2017 her daughter took her to the ER since she was not feeling well. She was diagnosed with hyperglycemia (bgr over 700 mg/dl) and was treated with insulin via IV. Customer left the hospital the same day. Customer was able to get a reading with the product (reading undisclosed).

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-5 and symptoms. The customer is seeing the e5 after the blood sample has been applied. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report feeling wacky, weak and tired. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of e-5 using true metrix meter. The test strip lot manufacturer's expiration date and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.